Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders via a manufacturing representative. It was reported that the patient is not doing good, and that tremor is not being controlled. The patient¿s healthcare provider and manufacturing representative think that the lead placement might not be appropriate to relieve the patient¿s symptoms. The manufacturing representative programmed the patient on (B)(6) 2017 and got some response but the patient is still healing. The manufacturing re presentative wanted to wait before assessing the patient further. The patient¿s therapy is set at 5v, the lead placement is ¿vim¿ and there is no paresthesia. No complications or further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1eh51, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:: product ID 3387s-40 lot# va1eh51, product type lead.

Event description:
Additional information was received from the patient. They reported they've been unable to get the stimulation right. The patient reported they are better than what they were prior to having the implant but they still have tremors. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient is meeting with the manufacturing representative and a healthcare provider on (B)(6) 2017 to discuss the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that stimulation was not right from the beginning when the ins was turned on. The issue remains unresolved.

Event description:
The manufacturer representative (rep) reported that the surgeon requested an MRI and the patient was re-programmed. The rep was reportedly sceptical of the programming, but the consumer thought it was better. The rep had no knowledge of the MRI results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.